Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. It was decided to inactivate the abdominal ipg system and to implant a transvenous system. Approximately five months later, the abdominal ipg was prophylactically explanted and during this explant, the right ventricular (rv) lead fractured. Both the ra and rv leads were capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.